Event description:
Side effects: rapid heart beats, shortness of breath, stomach pains, vomiting, muscle contractions in legs, emotional problems (anxiety), nausea, headaches and weight loss . Side effects started 4 weeks after implantation.